Event description:
During laparoscopic surgery, while the surgeon was cauterizing, smoke was noted to be coming from the cord that was plugged into the valleylab bovie machine. The cord was removed and a new disposable cord was opened to replace it. The valleylab machine has been pulled for the biomed dept to check.